Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. The event is confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: review of the x-ray notes identified the total knee components appear to be well sized and aligned with no evidence of complication. Review of the revision op notes identified the patient presented with pain and flexion contracture. Patellar tendon rupture was present. The bearing was removed with no wear noted and the femoral component was removed with minimal bone loss. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 141205 - biomet tibial locking bar - 602600. 189120 - vngd ant stblzd brg 10x83 - 185200. 184788 - series a pat thin 37x8.6 3 peg - 371030. 141236 - biomet cc cruciate tray 83mm - j7053597. 110035368 - biomet bc r 1x40 us - az43aj2201. 110035368 - biomet bc r 1x40 us - az48ck2305. H6: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 1 month post-op, the patient presented with pain, swelling, instability, and increasing patella alta. The patient underwent patellar tendon repair due to inferior pole rupture. Afterward, the cerclage wire failed resulting in an additional repair which again failed. Subsequently, the patient underwent a revision due to pain, swelling, flexion contracture, and chronic patellar tendon rupture. During the revision, the initial tibial and revised patellar implants were retained. The bearing and femoral components were revised and an extensor mechanism allograft reconstruction completed without complications. The patient demonstrated satisfactory progress with strength and ambulation with no further complications. Attempts have been made and no further information has been provided.